Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The customer discontinued the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube case found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, scratched lcd window, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer. Cosmetic damage at battery tube case was not confirmed, however, other cosmetic damage was noted.